Event description:
Patient admitted to the hospital for endocarditidis. Patient had a tee procedure done today and clinician stated that there was possible vegetation viewed on the leads. Did not know plans for device management at the current time." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).